Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power. Physio replaced the battery wire harness assembly, and battery pins as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that the batteries were at full capacity. The customer advised that there were no adverse effects to the patient as a result of the reported issue.